Manufacturer narrative:
(B)(6). The device was manufactured august 16, 2017 - august 17, 2017. The device was received for evaluation containing approximately 40ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor would not flow. The event occurred during patient infusion with 2700mg desferrioxamine (with a total solution of 42ml). The expected infusion time was ten hours; however, after seven hours ¿nothing had infused¿. The patient then disconnected the device. There was no patient injury or medical intervention associated with this event. No additional information is available.